Event description:
It was reported that a patient experienced a excruciating pain that began a few days after implant placement. The patient took clindamycin and advil for two weeks. The patient was informed that the implant needed to be removed and a bone graft placed. The patient stated that she experienced three weeks of severe discomfort, describing the period as terrible. The implant was not returned for examination.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.